Manufacturer narrative:
Additional information: d9, g3, h2, h3 one 8.5f swartz braided introducer sheath and dilator were received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported air leak remains unknown.

Event description:
During an atrial fibrillation ablation procedure, an air leak was noted when aspirating from the side port before septal puncture or catheter insertion. Attempts to aspirate air were unsuccessful. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.